Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 21370462.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.